Event description:
"A relay plus graft has been implanted as planned. By removing the delivery system, the tip of it came off but this was not recognized by the physicians at that time. By removing the system, the tip got stuck on the used proglide closure system. Then the system was advanced again and then pulled back into the sheath. Later on, the patient experienced claudication in the right leg when walking. During control diagnosis, the tip was found in the femoral bifurcation on the right side. The tip was then surgically removed on the 19th november. The delivery system has been disposed but the tip is available for investigation and will be collected" patient outcome: "patient condition is good."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in germany.

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus thoracic stent-graft system. The relaynbs plus is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus related event occurred in (B)(6).

Event description:
"A relay plus graft has been implanted as planned. By removing the delivery system, the tip of it came off but this was not recognized by the physicians at that time. By removing the system, the tip got stuck on the used proglide closure system. Then the system was advanced again and then pulled back into the sheath. Later on, the patient experienced claudication in the right leg when walking. During control diagnosis, the tip was found in the femoral bifurcation on the right side. The tip was then surgically removed on the 19th november. The delivery system has been disposed but the tip is available for investigation and will be collected" patient outcome: "patient condition is good."